Manufacturer narrative:
The reported malfunction was observed and attributed to a sys interconnect flex cable that was not seated properly. The cable was reseated to correct the malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.